Event description:
Account reports an incident with a 48 day female, in which at 1500, the baby's foot was fine. At 1945, the health care professional noted the intravenous fluids has infiltrated and the foot to the knee was "blanched". Foot swollen. "Pump did not alarm occlusion." Pt transferred to another facility. Risk manager stated there was no necrosis, and the bottom of the foot and toes were "pinking up." Clafran was the infusate, and a flo-gard pump and buretrol solution set were being utilized. 2/9/99--updated info, "foot looking great". Pt receiving silvadene cream application and dressing changes to foot, and being monitored by burn team; however, there has been no discussion about skin grafting. Physician will conduct short term course of physical therapy for any residual effect.